Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
A large amount of blood dripped from the catheter after placement. There appeared to be a hole in the catheter at the plastic adapter. A new catheter was placed and there was no harm to the pt.